Manufacturer narrative:
The field representative reported that this patient was not followed by listed physician and had no further information to provide. All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of an advisory and was malfunctioning. There was inquiry as to what advisory and technical services discussed. In addition, there was an alert to check the non-boston scientific right atrial and left ventricular leads. The health care provider was to further discuss this case with the physician. No adverse patient effects were reported.